Manufacturer narrative:
Concomitant medical products: ICD:dvfc3d4, implant date: (B)(6) 2020, lead: 6935m62, implant date: (B)(6) 2020. Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650/ catalog #: 1650/ expiration date: 30-apr-2021 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 03-apr-2020, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited loss of power, poor mechanical connection and was unable to secure the battery into the power port one (1) which it led the battery to exhibited power disconnect alarms due to communication error. The controller and the battery were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller and one (1) battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that both the devices passed visual inspection and functional testing. The battery was able to properly connect and had secure connection with the controller. The controller was able to adequately secure to test power sources on both power ports. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal any loss of power events within the analyzed period. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) and an additional battery, where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source has an rsoc greater than 25%. Additionally, alarm log file revealed a vad disconnect alarm on 23-feb-2022 at 13:28:21, likely due to physical disconnection of driveline, likely due to troubleshooting during the reported cont roller exchange. As a result, the reported communication error event was confirmed; however, the reported loss of power and poor mechanical connection events could not be confirmed. The batteries were lubricated prior to release. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. Additional products: d4: serial or lot#: (B)(6). D9: yes, return date: 16-mar-2022. H3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.